Event description:
Physician used grasping forcep to rmove ureteral stent. Grasped stent and portion of forceps jaw broke off inside bladder. Forcep jaw retreived through bladder evacuator and cystoscope. Procedure continued and was completed with no pt injury.